Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "placing trial noticed that one of the tabs had come off."

Event description:
As reported: "placing trial noticed that one of the tabs had come off."

Manufacturer narrative:
The reported event could not be confirmed, since the product was returned but could not be inspected at the moment because of the facility access restrictions in place due to the covid-19 pandemic. The case will be reassessed as soon as the restriction is lifted. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
As reported: "placing trial noticed that one of the tabs had come off.".

Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: one of the pegs on the border of the device is broken making the instrument unusable. This device was manufactured in 2016, and has been properly functioning for 4 years. Normal wear can therefore be considered the root cause of the event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.